Manufacturer narrative:
The following item was returned for complaint investigation: a used 011-mc330098 extension set with a male luer broken off inside the female luer of the microclave that is part of the 011-mc330098 assembly. The broken mating device was not returned for investigation with the 011-mc330098 extension set. The broken mating device device stuck inside the female luer of the microclave would result in subsequent attempts to connect a mating device impossible. The complaint is confirmed. The break leading to the inability to connect subsequent mating devices was visually examined and is typical of external force breakage of the mating device in the female luer of the microclave during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g1. D9 - date returned to mfg: 09aug2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 25 cm (10") appx 0.32 ml, smallbore ext set w/microclave® clear, rotating luer, list number 011-mc330098 and possible lot number 13496569. It was reported that the patient had a continuous infusion running at 60ml/h which was connected on (B)(6)2023 at approximately 15:00. This was disconnected and the pvk (peripheral intravenous catheter) including the line was flushed with 2 ml nacl 0.9%. The patient was taken for examination. Here, it was no longer possible to attach a syringe to the microclave. It looks as if the reduction (closure) of the rubber did not work after flushing. This left the microclave open, with a risk of uncontrolled blood loss or uncontrolled aspiration of air. The line was connected on 04.07. Approx. 15 o'clock. The event was detected on (B)(6) 2023 at approx. 9 am. There was no human harm reported as a result of this event. This report reflects the first of three events reported.